Event description:
Reportable based on device analysis completed on 20nov2025. It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 6f guidezilla ii was selected for use. At the course of the procedure, outside patient, it was noted that the shaft of the device near the collar joint part was separated immediately after taking out of the hoop. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that a collar weld plate separation.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that there was a collar weld plate separation.